Event description:
Baxter (B)(4) received a report that an infusor leaked into its sealed bag during storage. The device was filled with a solution of 1350 mg 5-fluorouracil in 0.9% saline. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. The sample is not available. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter for evaluation. Therefore, the reported condition of a leak could not be confirmed and the root cause could not be determined. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.